Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4. A mitraclip xtw and mitraclip xt were implanted without issues. The mr was reduced to trace. However, several hours after the procedure, a pericardial effusion was observed, requiring drain placement. The patient was reported to be doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion (pe) cannot be determined. Additionally, the reported patient effect of pericardial effusion is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.